Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the nerve of the patient was damaged due to the spinal cord stimulator (scs). The patient underwent physical therapy. The device remains implanted and in service.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2024 prior to the date the manufacturer became aware.

Event description:
It was reported that the nerve of the patient was damaged due to the spinal cord stimulator (scs). The patient underwent physical therapy. The device remains implanted and in service.